Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was able to walk up until 1 week ago, but felt that the stimulation was not working. If the patient received stimulation, he should be able to walk a little more, but he could not walk a step further. The 37642 programmer is in use. When the screen was checked, the icon (emoji) was displayed, so we had [text] turned on. The screen said that on, ok, and c are now displayed on the screen, and the treatment is also informed about the state of the on display. Also, when the treatment group was checked, a and b were displayed, but only the c group was used normally, and the strength was not adjusted by the patient himself, so the patient was asked to make adjustments at the time of the medical consultation. The next medical consultation will be around mid-next month, so we informed the patient to consult with the physician at that time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the stimulation not working was not determined. The patient is being asked to have a check-up in the facility where the device was implanted. The status of the check-up is unknown because it is unable to be traced.